Manufacturer narrative:
Device not returned.

Event description:
Reportedly, when product was opened, it was noticed that the fabric on the ring was frayed. This was found prior to patient use. No further information available.